Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that the operating time was not set to the correct time; therefore, we could not verify the correct event date in the forensic log. A complete log review was performed and no critical self-check entries were identified. The customer report could not be duplicated under stress testing; all calibration testing passed successfully. The device was internally inspected with no discrepancies found. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 79-year-old male patient, the device displayed a "self check failure" message and stopped ventilating. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.